Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7086854 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the facility.